Event description:
Patient wants to have device removed as she feels its not working and shocking her. Patient feels she's being shocked even though after discussing with dr. (B)(6), the device is turned off and waiting surgery date to remove. She has an appointment with dr. (B)(6) in (B)(6) to discuss removing the device.